Manufacturer narrative:
(B)(4) has been allocated to this case by rayner intraocular lenses limited. The healthcare facility in their notification to rayner stated that they had explanted the lens and would be returning the device to rayner for analysis. Analysis of the iol will be conducted by a third party independent lab. In order to fully investigate the reported development of iol opacification additional info has been requested from the reporting healthcare professional. The healthcare professional has been asked to provide info on the iol implantation, a list of substance administered during iol implantation that may have come into contact with the iol and any relevant pt medical history and if applicable, concomitant medications. To date, no info has been provided to rayner. Without the ability to examine the device and without clear event details being provided a root cause is extremely difficult to ascertain. Any additional info received by rayner and the results of the device analysis performed will be provided in a f/u report.

Event description:
(B)(4).